Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD) for fast atrial fibrillation (af) as the wavelet morphology changed. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a wavelet detection and the unexpected delivery of a ventricular tachyarrthymia therapy. The analyst confirmed that the wavelet did not withhold detection and confirmed unexpected shock on episode that was detected as ventricular tachycardia (vt).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.